Manufacturer narrative:
(B)(4). Date sent: 8/8/2023 d4: batch # 215c41 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two reloads present. Gst45b reload (b) was received with the one-piece sled detached and unfired making it non-functional. Gst45w reload (c) was received partially fired 1/10 with the pan partially dislodged from the left side. The returned device and a test reload were tested for functionality in the straight position. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one piece sled is present. Device history review: a manufacturing record evaluation was performed for the finished device batch number 215c41, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the device could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.